Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in ada site 4, the implant had not achieved osseointegration in type ii bone. Clinician reports there was also no torque. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in (B)(6) site 4, the implant had not achieved osseointegration in type ii bone. Clinician reports there was also no torque. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)